Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported incontinence cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the sling - mens instruction for use document, urinary incontinence is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient previously had a male sling implant and underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted due to incontinence. The sling was left inside the patient and the patient is expected to fully recover.